Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device only deployed five clips and then would not deploy anymore. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaws unable to open, open after assisted, malformed clip. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused the returned condition of the device. In addition, the device locked out as intended but the orange indicator was visible at the 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.